Event description:
Boston scientific received information that during a routine follow-up, it was noted that there was a loss of capture of the right ventricular (rv) lead. The lead was dislodged. A surgical procedure was conducted to reposition the lead and the issue was resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates this lead was explanted and replaced with no further allegations made against it in relation to this or any other event. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide outcome of the event.